Manufacturer narrative:
The device was returned for evaluation with the field complaint of unable to interrogate. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality, and no interrogation issue noted. Visual inspection of the header and connector found no anomaly related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow-up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.